Event description:
The involved generator's device history record was reviewed, and found that all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
It was reported in clinic notes dated (B)(6) 2016 that the patient uses his magnet to stop seizures, but the last activation was listed as (B)(6) 2013 on the programming software. A review of the magnet history available to the manufacturer was examined. The last recorded date in history was on (B)(6) 2014, and the last registered magnet activation was on (B)(6) 2013. Attempts for additional pertinent information have been unsuccessful to date.